Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The monitoring printed circuit board(pcb), expiratory valve coil and expiratory pressure transducer tube were replaced to resolve the issue and sent back for further investigation. -the returned expiratory pressure transducer tube has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 4 hours. It passed another pre-use check after ventilation without any issue. -it was not possible to test the returned expiratory valve coil as the connector wire was cut/missing. -the returned monitoring pcb has been tested in a ventilator. It failed the pre-use check with o2 cell/sensor and flow transducer tests. During ventilation it alarmed for o2 concentration high and expiratory minute volume low. Moreover, it should a volume leakage in the expiratory section. A visual inspection on the monitoring pcb concluded that there was contamination of liquid substance on many components. Therefore, no further investigation is needed as liquid substances can lead to short-circuit and malfunction of the ventilator. The source and type of the liquid is unknown. Therefore, no root cause can be established.